Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started to read inaccurately at 9am on (B)(6) 2016 when she obtained an alleged inaccurately high blood glucose result of "170mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result and reported that she administered her usual dose of medication, including sliding scale (100 units of lantus insulin). She reported that about 1 hour later, she developed symptoms of "seizure/weakness". She reported that at about 9:45am on (B)(6) 2016, she called her doctor and received advice to drink orange juice to bring her blood sugar level up and if this did not happen within half an hour to go to the hospital. The patient reported that on an unknown date and time she tested her blood glucose level on her husband's unknown meter and obtained a result of "over 200 mg/dl". During troubleshooting, the patient's test strips were unavailable and she was not able to confirm whether her test strips were within expiry date. The patient confirmed that the meter had been set to the correct unit of measure at the time of the test. The patient did not have control solution to test the meter and test strips. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.